Event description:
In 2001 the ventilator was on a pt. The alarm sounded and the therapist heard a rushing of air from the gas modules. The ventilator was removed from the pt. The customer does not know what alarm sounded. The ventilator settings were simv volume control mode, tidal volume of 700, insp time of 30%, pause time 10%, insp rise %5, peep of 5, flow triggering in green, pressure support level above peep of 10, simv bpm 10, cmv 20.